Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided chart notes from their visit with their dentist. The dentist found mobility on #23 - 26. Periodontic exam completed, perio stage gingivitis and I and slight recession.